Event description:
A healthcare professional reported that during implantation of an intraocular lens (iol) the cartridges were crack upon delivery of the lens. No patient issues noted. There are four medical device reports associated with this report. This is case two. Additional information was received stating the impact on the nozzle of cartridges was a split tip. The surgery was completed using new cartridges and there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been four other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A qualified handpiece and viscoelastic were indicated. It was stated that the iols were company iols with diopters ranging from 14.0-26.0. The product investigation could not identify a root cause for the reported complaint. No determination can be made without physical evaluation of the complaint sample. Company lens model is qualified for the diopter range of 6.0-27.0 for the reported cartridge. Lens models are only qualified for the diopter range of range of 6.0 to 25.0 for the company cartridge. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).